Event description:
It was reported that intermittent occlusion alarms occurred. Customer reverted to an alternate method of insulin therapy. Additionally, it was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Reportedly, the customer loaded cold insulin into the cartridge and filled the tubing with less than 30 units. The customer filled the tubing with additional insulin and successfully loaded the cartridge. The customer's blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer administered a manual injection to address bg.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.